Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient was relocating and was going to find a new neurologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient saw an out of regulation (oor) message on their patient programmer when checking the ins. The patient was able to bypass the oor screen and confirmed the ins was on and ok. Additional information was received from the patient via a manufacturer representative (rep), reporting that the patient had been getting oor message 3-5 days ago. The rep also reported that the patient was having progressively more difficulty walking. The rep reported that the patient felt that the device was "having diminishing effects." The rep reported that 1 week ago sunday and last sunday, it felt like they were overly exhausted and could not move. No further patient complications have been reported as a result of this event.